Event description:
Procedure type: lap. Excision of lesion of uterus. According to the reporter: insertion of the device into the trocar could not be done smoothly. A broken piece fell into the cavity, so the device and trocar were removed. Fallen piece was retrieved. There was no bleeding and no tissue damaged. Operative time was not extended more than 30 minutes. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).